Event description:
It was reported that during device upgrade, high threshold and an increase in impedance were observed. Externalized conductors were observed via fluoroscopy. Lead was capped. Patient condition was fine after the procedure.